Event description:
Service indication information received through service reports indicate the customer's lp-500 was displaying a service icon with error code 9106 in error log.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly in the failure analysis center and determined that root cause for the reported problem was a flash memory chip, designator, u8.